Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported ¿gas gain in iab circuit alarm¿. To resolve the issue, the fse replaced the patient interface module pim and the drive manifold assembly. The fse then completed all functional and calibration checks and allowed the unit to run overnight without any problems or errors occurring. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated a "gas gain in iab" alarm. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted when subsequent information is provided.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated a "gas gain in iab" alarm. There was no patient harm and no adverse event was reported.